Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was intact. No evidence of the reported problem was found. The reported "latch lock error" problem was not duplicated. During investigation, other problem ware found. The unit was tested by operating the attach/detach cassette, when the latch closed the pump started alarm "cassette not attached properly". The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced latch lock optic flex sensor as a preventative measure and downstream occlusion sensor. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A corrective and preventative action has been taken to address the reported issue. E4 is unknown.

Event description:
It was reported that the device was showing latch lock error, no patient injury was reported.